Manufacturer narrative:
Initial and final MDR (B)(4). MDR . - device 3 of 3.

Event description:
Reference number: (B)(4). Event occurred in spain it was reported that the patient faced adhesive issue on(B)(6) 2026. The issue occurred with three infusion sets. It was stated that the infusion set fell off during use on same day. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.